Event description:
It was reported that there has been a loss of functioning channels. The pt is able to hear only if the manipulates his scalp. Intermittency began approx 5 weeks ago. Sound reported as restored if he pulls on scalp above implant site. Pt feels implant has become displaced downwards. No illness or trauma has been reported. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.